Manufacturer narrative:
Ge healthcare investigation has been completed. On (B)(6) 2017, it was reported that on (B)(6) 2016 an unsecured/unstrapped patient underwent a peripherally inserted central venous catheter (PICC) line procedure and fell off the table onto the floor. The patient was taken care immediately after he fell. The patient died 2 weeks later due to multifactorial complications under palliative treatment unrelated to the event. It was concluded that the system did not cause or contribute to the patient death. Ge healthcare field service engineer confirmed that customer was not using the velcro straps supplied by ge healthcare because they no longer had the straps on site. The original straps were likely used up over time and not replaced by the customer. It was confirmed by the hospital that patient got nervous on the table and got agitated during the PICC line procedure and that close patient supervision should have been better. Neither system failure nor malfunction has been reported by the customer or identified. Information about the availability of number of technician and nurse around the table during incident was not available. Velcro straps supplied by ge are part of the interventional core product and supplied along with the table. Instructions are clear in the operator manual (om) for the usage of velcro straps and not to leave the patient unattended/unsupervised on the table. As correction, ge healthcare field service engineer supplied the velcro straps to customer to use in future and reminded him the safety rules regarding moving and attending patient on the table. No further action is required at that time.

Manufacturer narrative:
Ge healthcare¿s investigation is ongoing. A follow up report will be submitted once the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that an unsecured/unstrapped patient underwent a peripherally inserted central venous catheter (PICC) line procedure and fell off the table onto the floor. The patient was taken care immediately after he fell. The first order effects suffered by the patient included multiple head wounds, symptoms of concussion supported by CT, mild pneumothorax due to rib fracture/s and anti-convulsion medication to treat symptoms of seizure. Patient management necessitated medical and churgical intervention to preclude further serious harm. Patient was transferred to a room for further care. The patient died 2 weeks later due to multifactorial complications under palliative treatment, unrelated to his fall from the vascular system.